Event description:
A baxter service representative reported an infusion pump with a triple alarm found during service. The hosptial representative stated they have no record of any patient incident invovling the pump since the last baxter service event. No additional contact information was provided.